Event description:
Nurse noticed clicking sound from vent. Rt present. Low alarm kept sounding continuously. All circuitry was checked out completely and there were no leaks in the system. Vent was exchanged. Appears that pressure limit valve was sticking and pt was not receiving full breath from vent.